Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no pump reboots. The data was missing/overwritten due to continued use. The intermittent power was not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. The pump was opened and there were no defects found to the power circuit. There was no moisture found internally. The returned battery cap was used for the investigation. There was no damage found to the battery compartment threads or battery cap. The battery cap threads tightened properly and the battery cap contacts were within specifications. (B)(4).